Event description:
The lab received a new test kit for the performance of serum infectious mononucleosis ("mono"). During regular lab testing, several pt specimens were tested with the kit, all testing as negative. Both negative and positive control specimens furnished with the kit worked correctly. However, two positive specimens from an external survey failed to react (were false negative). Several pt specimens had been tested with the kit and were all negative. Therefore, doctors were informed of possible erroneous results and pts were rechecked.